Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition blank display. The unit was triaged and the reported condition was confirmed. An evaluation revealed that the flex strip was damaged with several of the leads staying attached to the lcd. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit to service with no specific issue reported. Upon triage on (B)(6) 2017, the service technician found that upon start up the unit had a blank display.